Event description:
Patient had a breast core biopsy utilizing an 8 gauge sample probe and tissue marker, brought by a vendor. On (B) (6) 2009, the patient had an excisions bx. A piece of the tissue marker's plastic applicator was found in the breast near the marker. It had apparently been sheared off by the 8 gauge probe on (B) (6) 2009. It was reported to the breast center manager by the surgeon. Follow up was obtained from the specimen and reported to the vendor and risk management. The patient had no sign of infection visually or in the pathology report.